Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the alarm history indicated that the battery life was shorter than expected and that the issue had occurred with 3 separate batteries out of at least 2 separate packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2014 with the following findings: the pump powered on with the returned battery cap that was able to be fully tightened; the coin slot on top of the battery cap was observed to be stripped. A power loss was not observed and the battery compartment was observed to be intact. The current draws were within specifications. The pump case was removed for further investigation and there was no evidence of moisture contamination inside the pump. There was no evidence of intermittent contact on the battery terminal contacts and the 5 volt motor regulator. There were no related complaint alarms observed in the black box. One unrelated alarm was observed in the alarm history on 03/17/2014. Multiple low battery warnings and multiple replace battery alarms were observed in the alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.